Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg had eroded through the pocket incision. Consequently, the ipg was explanted and the pocket was cleaned and treated with antibiotics. Follow up identified the patient was healing well.